Manufacturer narrative:
During an onsite visit, the fse (field service engineer) replaced board to fix switch on issue. Fse found leakage in gas regulator and exchanged it. Without sample the root cause could not be determined conclusively. Most possible root cause could be a faulty board for the switch on issue and a faulty gas regulator for leakage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the (B)(4) 2014 UDI regulation date. (B)(4).

Event description:
A customer reported being unable to switch on the system. The field service engineer (fse) found leaking in the gas regulator that needed to be changed. The machine is now working. Follow up information received indicated there was no patient harm.